Event description:
It was reported that the device showed error code 1 before an unk procedure. There was no reported pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The complaint has been confirmed. The printed circuit (pcb) board was replaced to correct the issue. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.